Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 209 mg/dl. The customer stated that the up button was not responsive. The troubleshooting was performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No ramping noted. The insulin pump had an intermittent up arrow button due to moisture damage on keypad trace. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.